Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed non-reproducible noise on all three channels. The ventricular and shock impedance has shown a gradual increase since implant. All other lead diagnostics are stable. The patient reported being in europe and did go through security gates. One beat of pacing inhibition is noted on the electrograms.